Event description:
It was reported that the patient underwent a revision procedure due to unspecified reasons with an artificial urinary sphincter (aus). No new device was implanted. Additional information was reported that the patient presented to the physician with discomfort, the aus tubing was shortened.